Manufacturer narrative:
Qn#(B)(4). The customer provided two photos for evaluation. Both photos show a kink in the catheter body towards the juncture hub. The customer also returned one 4-l catheter and the product lidstock for evaluation. Signs of use were observed on the catheter body and inside the extension lines. Visual inspection revealed one kink towards the juncture hub. Microscopic examination confirmed the damage. Discoloration in the form of white stress marks was also observed on the kinked portion of the catheter. The kink in the catheter measured 200mm from the distal tip. The catheter length from the juncture hub to the distal tip measured 216mm which is within the specifications of 207-227mm per product drawing. The catheter outer diameter measured 2.88mm, which is within the specifications of 2.87-2.97mm per product drawing. A lab inventory guide wire was inserted through the distal lumen into the catheter body. Little to no resistance was encountered as the guide wire passed through the catheter. Performed per IFU statement, "thread tip of catheter over guidewire. Sufficient guidewire length must remain exposed at hub end of catheter to maintain a firm grip on guidewire." A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The customer report of a kinked catheter was confirmed through complaint investigation of the returned sample. Visual inspection revealed a kink in the catheter body towards the juncture hub. Discoloration in the form of white stress marks was observed on the kinked portions of the catheter body. Despite the damage , the catheter met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Based on the customer report that the damage was observed during use and evaluation of the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature. Corrected data: section b.3.-date of event corrected to (B)(6) 2023.

Event description:
It was reported that "central end lumen of central venous catheter kinked. Advancing wire and thus final insertion not possible." A new set was used. No patient harm reported. The patient's condition is reported as fine.

Event description:
It was reported that "central end lumen of central venous catheter kinked. Advancing wire and thus final insertion not possible." A new set was used. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Although the sample was not available, the customer provided three photos for evaluation. The complaint of catheter kinked in use was able to be confirmed by the photos. A device history record review was performed and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The customer report of catheter kinked in use was confirmed by visual inspection of the customer supplied photos. However, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#(B)(4). The customer provided three photos for analysis. The customer report of catheter kinked in use was confirmed by visual inspection of the customer supplied photos. However, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "central end lumen of central venous catheter kinked. Advancing wire and thus final insertion not possible." A new set was used. No patient harm reported. The patient's condition is reported as fine.

Event description:
It was reported that "central end lumen of central venous catheter kinked. Advancing wire and thus final insertion not possible." A new set was used. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4). A re-investigation of the sample was performed and the investigation results are as follows: the customer provided two photos for evaluation. Both photos show a kink in the catheter body towards the juncture hub. The customer also returned one 4-lumen cvc for analysis. Signs of use were observed on the catheter body. Visual analysis revealed that the catheter body contained one kink adjacent to the juncture hub. Microscopic examination confirmed the damage and revealed indentations on either end of the body. The kink in the catheter measured 16mm from the juncture hub. The catheter length from the juncture hub to the distal tip measured 216mm which is within the specifications of 207-227mm per product drawing. The catheter outer diameter measured 2.88mm, which is within the specifications of 2.87-2.97mm per product drawing. The catheter was functionally tested per the instructions per use provided with this kit, which instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s).". All four extension lines were flushed using a lab inventory syringe and flushed as intended. No blockages or resistance were identified. A lab inventory guide wire with a diameter of 0.032" was inserted through the catheter. Minor resistance was encountered at the location of the kink; however, the guide wire was still able to pass through the catheter. Quality engineering from the manufacturing/packaging site for this product were consulted for further analysis. They indicated that the observed defect could occur during the packaging of the kitted device. The appearance and location of the damage are consistent with the catheter body becoming pinched by the cup that is placed over the catheter within the kit packaging. For this damage to occur, the catheter could have either been misplaced within the tray or shifted out of the tray location during shipping/storage. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit states, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s). Check lumen patency by attaching a syringe to each extension line and aspirate until free flow of venous blood is observed. Flush lumen(s) to completely clear blood from catheter." The customer report of a kinked catheter body was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the catheter body was kinked/flattened adjacent to the juncture hub. Dimensional analysis of the catheter did not reveal any manufacturing/extrusion related issues. However, the appearance and location of the damage is consistent with the catheter body becoming pinched by the cup that is placed over the catheter within the kit packaging. For this damage to occur, the catheter could have either been misplaced within the tray or shifted out of the tray location during shipping/storage. Based on these circumstances, the probable root cause is packaging related. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature. Corrected data: